Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, around 8-9am, the patient woke up and the cgm was reading low mg/dl. No bg meter comparison value was reported. The patient was wearing a tandem mobi insulin pump. The patient self-treated with orange juice and beet juice and then took a nap. Around 2pm, the patient woke up and started vomiting. She was also feeling ¿obnoxious¿ and had tachycardia. The patient's cgm was providing her with low readings (no specific values) at this time. The patient¿s boyfriend took her to the emergency room. At the ER, the patient¿s bg meter reading was 323 mg/dl while the cgm was reading 68 mg/dl. The patient was ¿almost in dka¿ and was treated with an IV insulin drip and potassium. The patient was discharged on (B)(6) 2025. The patient was ¿okay¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid was taken at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.